Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, excessive no delivery test, and the prime/compromised force sensor system test. The unit functioned properly. The motor passed the motor test. There was no motor error alarm and no excessive no delivery alarm. The bolus wizard functioned properly per the bolus wizard sample in the user guide. There was no missing setting during testing. The unit had a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer called to report a motor error alarm and a no delivery alarm. The customer's blood glucose reading was 425 mg/dl. The customer was able to rewind the insulin pump. The customer also reported that the insulin pump "went out"; while the customer was trying to input her settings, the bolus wizard alerted her that the device was missing settings. The customer was helped with the bolus wizard. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was informed that they would be sent a loaner insulin pump.